Manufacturer narrative:
An event of lead migration was reported to abbott. Both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Surgical intervention occurred where both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-01186. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention is still pending.